Event description:
It was reported that the high voltage impedance fluctuated between 60 to 200 ohms. The lead could easily be removed from the device without removing the setscrew. The lead was explanted and replaced. The patient status was noted as 'ok'.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - no anomalies found. Full lead returned and analyzed.